Event description:
The customer reported that during use air leaked from pilot balloon and the user reinforced the tube with a tape. At the time of the report the tube remained in the pt.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.